Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after few days, the filter retrieval attempt was performed. Inferior vena cava gram demonstrated a thrombus inside the filter. The filter was unable to be removed as the thrombus is present inside the filter. Subsequently, the patient experienced chest pain. CT angio chest demonstrated interval development of pulmonary thromboemboli within the left upper and lower lobe segmental arteries and also a hypodensity within the right atrium representing a thrombus. Further CT chest demonstrated intra atrial filling defect was no longer present and the filter malposition at the level of renal veins. Therefore, the investigation is confirmed for malposition. However, the investigation is inconclusive for filter migration, retrieval difficulties and perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2014 ), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and right atrial thrombus, abdominal aorta intramural thrombus. At some time post filter deployment, it was alleged that the filter was malpositioned and migrated to ivc; struts perforated into the mesentery. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.